Event description:
It was reported that balloon seemed to be porous and leaking and did not hold the load in air. Audible leak was reported after intubation. There was unknown patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: expiration date and h4: manufacture date are unknown; no information is available based on reported lot number.

Manufacturer narrative:
D9: date returned to mfg; 6/4/2025. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.